Manufacturer narrative:
Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device history lot: part #: 204.818s, synthes lot #: 3l85007, manufacturing site: (B)(4), release to warehouse date: 07 mar 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the patient experienced an infection after receiving the lcp sterile tube plate. This report involves one (1) 3.5mm cortex screw self-tapping 18mm. This is report 8 of 9 for (B)(4).